Manufacturer narrative:
Additional information can be found in the following fields: d9 and h3. Failure analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the endowwrist sp monopolar cautery instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "customer found broken cables when removing instrument sheath". The wrist constraint cable #12 was found no longer secured to its associated cable crimp that has slipped. As a result, the cable assembly appears to be broken and hanging off the wrist assembly. The cable crimp is still captured inside the welded grip. Root cause is attributed to a component failure. Additional observation was that the instrument main tube was found bent. The bending damage is located at the proximal end of the main tube. No material was missing. Common causes of the failure mode bent instrument main tube are typically attributed to damage during use, such as excessive loading, or improper handling during transport. This may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. Based on failure analysis investigation confirming no material missing, there is no evidence that the observed failures would have resulted in a fragment falling inside the patient. Additionally, the endowrist sp monopolar cautery instrument is designed to be used in conjunction with the da vinci sp instrument sheath. The instrument sheath is specifically designed to cover the endowrist sp instruments and must be installed on the instrument prior to surgical use. In the event of a fragment causing failure, the instrument sheath accessory will hold fragments inside, preventing loss into the patient during the removal of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar cautery instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the monopolar cautery instrument (part# 430007-56/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the monopolar cautery instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 16 uses remaining after this last usage. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the first and third images display what appears to be the proximal joggle joint of the instrument, with either a broken cable or a dislodged crimp. The second image displays a broken multipiece welded instrument shaft, broken at what appears to be towards the proximal end where the shaft steps up in diameter. The instrument would need to be returned to determine the root cause. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the cable of the monopolar cautery instrument was broken, or the crimp has been dislodged. A fragment possibly fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the customer found the monopolar cautery instrument had broken wire when removing the instrument sheath. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. During central processing, the instrument shaft was broken due to the customer's carelessness, but the cables had been already broken before reprocessing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer found broken cable during instrument handling after the procedure. The reported failure did not occur when the instrument collided with/became caught on another instrument. The customer confirmed that no fragment fell inside of the patient. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.